Manufacturer narrative:
Per the tandem user guide: ¿the transmitter battery will last 90 days. Once you see the low transmitter battery alert, replace the transmitter as soon as possible.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer reported an elevated blood glucose of 501 mg/dl, customer had received a low transmitter battery alert 9 hours previously. Tandem customer technical support was unable to troubleshoot with customer or gather any further information.